Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime / delivery test and motor test. Pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer's blood glucose was 125 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.